Manufacturer narrative:
(B)(4). Manufactured october 19, 2016 ¿ october 21, 2016. One actual folfusor unit was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. After the cap was tightened, a functional leak test was performed and no signs of leak were observed at the blue winged luer. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor, which was filled with fluorouracil hs 4600 mg in sodium chloride 0.9%, leaked into the overpouch. There was no patient involvement. No additional information is available.